Event description:
Boston scientific neurovascular was notified that during a procedure of a necrotized pancreatitis with multiple drains in 2005, the pt had massive bleeding >1500ml. The physician used the vortx diamond shape fibered platinum coil and the first 2 coils could not be inserted into a renegade microcatheter during the procedure. A 3rd coil could not pass through the renegade microcatheter. Exchanged to a nrew renegade microcatheter and completed the procedure.